Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained from the patient: concerning surgery on (B)(6) and (B)(6) . Looking at thread and port material. I couldn't find an email and two surgeons worked on my case. I just put the dates for reference and I don't have any records - just notes in mychart app. Additional information requested from hcp" please provide the patient's age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? Confirm the procedure date was (B)(6) 2024. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates, results and medications prescribed. Confirm a reoperation was performed on (B)(6) 2025. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Name of suture that was used during the initial procedure? Product code and lot number? Surgeon¿s name? Surgeon¿s email address?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a port placement procedure and suture was used. For 12 weeks, they had localized redness and drainage and the patient had watery pus around the port area. The skin around the port eroded, and you could see the actual port before it was removed. Patient was given antibiotics. At follow up visit on (B)(6) 2024, dr cleaned everything up and removed the debris. Test showed a staph infection and patient was given dioxolane. Doctor is happy with the progression of healing. Surgeon stated the reaction may have been to the port and or the suture used to place the port. Additional information was requested.